Event description:
I am a type 2 diabetic. I was prescribed a freestyle cgm over a year ago. I've previous written abbott to complain about the product reliability of the freestyle sensors advertised as a 15 day use sensor. Abbott updated the sensors to freestyle 3 plus within the last 6 months. Even with the update, I continuously encounter my 3 months supply of sensors do not last for the prescription period, leaving me with no means of monitoring my bgl. Out of the 6 sensor units, my experience is I will get 2-3 units that actually work for 15 days. I had 1 sensor fail upon application, and two others that worked for a few days before failing. My 3 month supply obtained (B)(6) 2025 lasted until (B)(6) 2026. 6 sensors in 60 days. I'm stuck now waiting until my pharmacy prescription time lapses to be able to refill my sensors. I have previously contacted abbotts customer service to report issues with the sensors, having to answer questions, send sensors back to get replacements. The entire process is frustrating and time consuming. Frankly I stopped reporting and requesting sensors because of the frequent reliability issues, the hassle factor of reporting, and the general frustration that there is no product improvement. I write today because I suspect I can't be the only person experiencing these issues and want someone other than abbott to know the product reliability issues you may contact me at the following: (B)(6) or (B)(6). Pt code: 4580. Device codes: 1506, 3023. Ref reports: mw5184456, mw5184457.